Event description:
It was reported that during a coronary stent procedure, in a highly calcified lesion, the balloon ruptured and became stuck in the stent. The physician was unable to remove the balloon and the pt was sent for bypass surgery. The pt status is listed as "okay".